Event description:
It was reported that 10 days following a posterior pelvic organ prolapse procedure, the patient developed a pelvic infection and was diagnosed with sepsis. The patient was hospitalized. Additional information has been requested, but not yet received.

Manufacturer narrative:
No sample or lot number was provided for evaluation. Infection is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence. Baseline report previously provided.